Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A dacapo powerpack was found leaking. The leaking electolyte damaged the dacapo frame.

Manufacturer narrative:
According to the information received from the field the dacapo power pack was leaking and damaged the dacapo frame. The damage to the battery housing caused by mechanical stress was the reason for the malfunction of the device.

Event description:
A dacapo powerpack was found leaking. The leaking electrolyte damaged the dacapo frame.

Manufacturer narrative:
Additional information: according to the information received from the field the dacapo power pack was leaking and damaged the dacapo frame. It is very likely that a damage to the battery housing was the reason for the malfunction of the device. However to determine an exact root cause device investigation of the concerned device would be necessary. The device has not been returned for investigation yet.

Event description:
A dacapo powerpack was found leaking. The leaking electrolyte damaged the dacapo frame.